Event description:
The customer reported that the system would display pre-charge voltage and kv on error messages. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the battery packs and adjusted the 5vdc circuit. The system was tested and found to be working as intended and put back in service.